Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Customer consumed carbohydrates to address BG level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.